Event description:
It was reported that the pump's alarm volume and vibration were too quiet. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.